Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the cardiac resynchronization therapy defibrillator (crt-d) measured higher left ventricular lead thresholds than when the threshold was measured through the lead analyzer. When the lead was connected to the crt-d and the threshold measurement showed the variation, the lead position was checked with fluoroscope and it was in the correct place. The crt-d was implanted and remains in use. No patient complications have been reported as a result of this event.